Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Although requested no further information available at this time.

Event description:
It was reported that the patient had their system explanted due to an infection.

Event description:
New information received notes that the patient first presented in the emergency room. The cause of the infection was not related to the patient's implanted devices. The cause of the infection was from a renal disease and renal sepsis. The patient was stable in extended rehabilitation.